Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, chronic right ventricular lead noise was observed dating back to (B)(6) 2018. No intervention was reported. The patient was stable throughout and will continue to be monitored.

Event description:
New information received notes that the right ventricular (rv) lead continued to detect noise due to electromagnetic interference or another external source which led to pacing inhibition. No intervention took place and the patient would continue to be monitored. The patient condition was stable.